Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 was unable to open and required maintenance. Customer tried to reboot and recover but issue doesn't resolve. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 was unable to open and required maintenance. The field service engineer (fse) identified failures on auxiliary-a 5-2 and removed the pocket in row 5-2 b5 but did not replace it due to the absence of authorized onsite personnel. Log files showed b5 failing most frequently with an open-sense error, causing the entire drawer to fail, additional failures were observed, so the drawer controller was also replaced due to the remote location of the site. The system functioned as intended after the field service engineer (fse) resolved the issue.